Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the date and surgical findings of any reoperation performed. Does the surgeon believe the urinary retention is functional or structural in nature? A. Functional: the local surgical trauma and the anesthetics in combination with other patient related issues b. Structural: if a pelvic mesh or sub-urethral sling was physically obstructed the urinary tract at the levels of ureters or urethra" what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A review of the batch manufacturing records was conducted, and no non-conformances related to the reported event were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure for stress urinary incontinence on (B)(6) 2022 and mesh was implanted. The patient experienced urinary retention, burning in the vagina and clitoris, pain in the groin and thighs, vaginal bleeding, tiredness, sweating, distracted and having no sexual intercourse. During consultation on (B)(6) 2022, the patient presented a urinary globe evacuated in two stages in 30 minutes of 500cc then 1300cc without poll. The patient went home the same day but was consulted quickly for major dysuria and intense diffuse pain. The ultrasound was then without residue and the ecbu negative. The patient received treatment with antibiotics and non-steroidal anti-inflammatory drug without improvement. The medication was then changed to toviaz. The patient described intense urinary burning that has become continuous and insomnia. The urinary retention persisted. At 2 weeks post-op, the post-voiding residue was achieved and quantity at 400cc. The patient complained of vaginal pain in bars, predominantly on the left. The patient reported pain in the flexion of the thigh, pain of the left buttock without irradiation, feelings of needle in the hip, pain on the inner sides of the thighs, perineal electric shocks, vaginal burning, body sensation foreign and vaginal razor blade sensation. The pains have become permanent, and the patient has a feeling of pocket continuous retropubic. The patient began treatment with urorec and lyrica. The patient reported not having a pain-free day since the operation and feeling depressed since it is forbidden to roam. On examination, there was intense pain on palpation of the strip, palpation sciatic thorns awaken pain suggestive of pudendalgia. Rapid examination of perineal tenderness was normal. There was clear asymmetry of the sensitivity with regard to the territory of the superficial of the right thigh. The patient reported having to undergo future surgical intervention on an unknown date. The surgeon opined that the feeling of pocket and incomplete urination, pains like burning are probably secondary signs to the laying of the strip under the urethra and it is essential to make a gesture quickly by vaginal way on this strip in order to reduce the tension and check the integrity of the urethra and bladder during cystoscopy. The surgeon further opined that partial removal of the strip would provide almost immediate relief effect from many symptoms, but pudendalgia may persist. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: "suffering that lead to an explantation due to experience of chronic pain without discontinuation during several years and urinary retention."